Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg could not communicate with external devices after an unrelated surgical procedure where the ipg was not placed into surgery mode. A company representative was able to recovered the ipg and access to therapy was restored.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery.